Event description:
It was reported that this pd patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was initially hospitalized on (B)(6) 2026 following an unrelated gastrointestinal (gi) illness that was determined to be unrelated to pd therapy or the use of any fresenius product(s) or device(s). During this hospital stay, the patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) that was assisted by hospital staff. On hospital day three, the patient began to experience nausea and fever. It was reported that the admitting facility did not provide diagnostic laboratory results in response to the patient¿s symptoms. Per the patient¿s statement to the outpatient clinic, it was reported that the hospital staff that were assisting with pd therapy left the patient¿s uncapped and exposed pd catheter (not a fresenius product) for hours on the first night of admission. The patient was discharged home on (B)(6) 2026 without addressing the new symptoms. The patient was readmitted to the hospital on the night of (B)(6) 2026 following intensifying nausea and fever. The outpatient clinic did not receive diagnostic laboratory results as the patient remained hospitalized at the time of follow-up, and hospital paperwork was not submitted to the outpatient clinic. The patient was diagnosed with peritonitis due to a break in aseptic technique prior to ccpd therapy by hospital staff. The patient¿s pd catheter was removed due to the severity of infection, and she was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission. The patient was prescribed intravenous daptomycin (frequency and duration unknown) to address the infection while hospitalized. The patient is recovering from this event as she awaits discharge home. It was reported that the patient¿s gi illness, peritonitis and the associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). It was assumed that the patient will continue hd therapy on an in-center basis post-discharge with a plan to return to pd on the same liberty select cycler upon resolution of infection and replacement of her catheter.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship does not exist between ccpd therapy utilizing an unknown brand of pd cycler and the adverse event of peritonitis, characterized by nausea and fever as the causative break in asepsis was prior to a pd treatment. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis can be attributed to a break in asepsis by not protecting the access of the pd catheter which involved not replacing the stay-safe catheter cap following therapy as reported to by a medical professional. It is well known that a majority of peritoneal infections are the result of contamination to the pd catheter (not a fresenius product) that promotes the transmission and colonization of peritonitis causing pathogens. Though diagnostic laboratory results were not reported, a reduction in symptoms in response to antibiotic therapy provided evidence of resolving peritonitis. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse events. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.